Manufacturer narrative:
The occupation is lay user/ patient.

Event description:
The customer received questionable results from coaguchek xs meter with an unknown serial number compared to an unknown laboratory method. On (B)(6) 2018, the result from the meter was 4.0 inr. One hour later, the lab result was 3.0 inr. No actions were taken based on the meter results. The customer's therapeutic range is 2.5 - 3.5 inr. The customer has no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no diet changes and is not anemic. The customer has no symptoms of bleeding or bruising. There was no allegation of an adverse event. Customer has recently started digoxin and is using a nebulizer for bronchitis beginning at the end of (B)(6). The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 294943) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.